Manufacturer narrative:
(B)(4)

Event description:
It was reported that during a follow up visit, battery longevity estimation anomaly was observed and device was eri. Device was explanted and a new device was implanted. Patient was stable.